Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. The patient was discharged the same day after the procedure was completed without complications. During the evening, the patient experienced slurred speech with right sided weakness and went to the emergency room (ER). Magnetic resonance imaging (MRI) was completed and showed a potential acute ischemic change near a previous chronic ischemic area. The patient's symptoms persisted for 2 hours. There was no intervention required and the patient returned to baseline and was discharged home. There have been no further patient complications or consequences that occurred as a result of this event.